Manufacturer narrative:
Initial and final MDR 1985484- MDR 3003442380-2024-26704- device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events of tubing detachment of with two infusion sets. The event occurred on 15-aug-2024. The tubing was detached from the hub. Infusion sets were used for 5 minutes. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2024-26704. Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint pr (B)(4) has been evaluated. The batch 6004681 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code tubing detached from hub. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional static pull at the tcap test 1 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6004681 was manufactured according to the wi version (B)(4) manufactured in the line 9, on 05/dec/2023, with a total of (B)(4) units. Gluing of tubing: the lot 3l01932 was glued according to the wi 4905294 version 57, machine sc03, with a total of (B)(4) units. Non-conformance (nc) 1792717 work instruction 4805056 (96) for inspection and packaging distributed on english version. This is not related to the malfunction reported. Therefore, the reviewed of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviations related to the malfunction reported were found, no maintenance events were recorded. Trending: a query was run in database on 29/jan/2025 against malfunction code tubing detached from hub and lot 6004681 and no other complaint has been registered in database for the same lot 6004681 and malfunction code. Conclusion summary of the related event: as a result of the following: no harm reported, no defect on tests returned samples, no other complaint received on the lot in question and malfunction code, no further actions are required, no nc related to this complaint. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date, additional patient or event details were received which have been added in h11.